Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to user training issue. A technical support specialist stated that the issue was resolved. No resolution was provided by both the technical support specialist and the customer about the resolved issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that pyxis medbank es system item was not being issued. The customer stated that the morphine was not being issued for the patient and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.